Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Proactively the flow sensor, flow sensor housing, and bulkhead connector were replaced. The unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'replace expiratory flow sensor' and lost the ability to mechanically ventilate. There was no report of patient involvement.